Event description:
It was reported that the patient's right ventricular (rv) lead was oversensing noise resulted in inhibition of pacing. The lead was capped and replaced on 29 jan 2024. The patient was in stable condition.